Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. It was reported that the needle was passed 14 times before it broke. It cannot be determined what other factors contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed with and unrelated ncr with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a shoulder repair that the tip of his expressew iii needle broke off in the patient's joint space when the surgeon was passing suture. The sales rep reported that approximately 2mm of the needle broke off and was not retrieved from the patient. X-rays were done and the tip was found in to be contained within the soft tissue. The surgeon completed the procedure with no further adverse effects to the patient. There was a 45 minutes delay in the procedure. The sales rep reported that the gun has been fired 14 times before the needle broke. The customer used the expressew iii gun with #2 orthocord for the procedure.